Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented for follow-up and loss of capture was noted. X-ray revealed lead dislodgement. The lead was capped.